Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of tissue in an open hemicolectomy procedure, the firing button was pressed but the tissue was not transected and the reload was not fired. Manual suturing was performed to resolve the issue and to complete the case. The surgical time was extended 30 minutes or more due to the device problem. There was no patient injury.